Manufacturer narrative:
The device was received for evaluation. During visual inspection the inlet housing of the y site part was observed separated from the outlet housing and attached in the luer lock of the secondary set. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y junction of a clearlink system continu-flo solution set was "separated into two while the secondary tubing was being introduced". It was further reported that the tubing contained sodium chloride. This issue was identified during setup and prior to patient use; therefore, there was no patient involvement. No additional information is available.